Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Furthermore, data log review at time of device evaluation and did not confirm the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.